Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items addressed include warnings & precautions: warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Precautions: this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Sheath removal: insert wire guide at least 10 cm past the tip of the sheath. Insert the dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit. Remove the wire guide." The flexor ansel guiding sheath was not returned for evaluation nor were photographs of device provided by the site. Based on the available information, it is possible that the heavy scar tissue at the access site caused difficult access and/or contraindicated use (no device inserted in sheath at time of removal) led to the tip to dislodge. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints.

Event description:
No device was being used through the sheath at the time of the event.

Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported that during a left leg stent procedure via the common femoral artery with a flexor ansel guiding sheath, that heavy scar tissue was encountered at the access site. As a result, the sheath would not advance. It was determined that when another device was used, that the radiopaque band had become dislodged in the left popliteal artery. At the time of the initial report, it was stated that the physician was in the process of removing the band. Additional information received on 03/15/2017, after multiple attempts including snare, vascular retrieval forceps, distal protection, active suction, and balloon assisted retrieval, the tip of the sheath was removed after 5 hours without surgery.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device were conducted during the investigation. The sheath and dilator of the flexor ansel guiding sheath were returned for investigation. The dilator was returned completely inserted into the sheath. The sheath tubing is separated at three sites and the coil is exposed. The dilator was removed from the sheath for examination of the sheath tubing. The overall length with exposed coil is 50.8cm. The first most proximal section of tubing is 41.8cm. The first section of exposed coil is 2.8cm. The second section of tubing is 0.9cm. The second section of exposed coil is 3.1cm. The third section of tubing is 1.3cm. The third section of exposed coil is 1.1cm. The separated distal tip is 0.5cm. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. It had been noted that the patient's access site was highly scarred. Based on the available information, examination of the returned device, and the results of our investigation, the root cause has been determined to be related to the patients anatomy. The scar tissue in the groin could have damaged the device and/or caused the device to become stuck, which then could have led to the material separating during advancement or removal of the device. Per the IFU: "do not attempt to insert introducer if resistance is felt.". Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.